Event description:
A nurse called to report that the customer was hospitalized for high bgs. Troubleshooting was performed. The pump passed the lead screw test and the high-pressure test was not performed due to the lack of clamp.